Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The suspect positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site as it was declined. A medtronic representative went to the site to test the equipment. It was found that the camera tracking is intermittent. Camera is accurate but difficult to hold contact with frame and tools. Replaced camera. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that she was informed of a 3 mm inaccuracy with the navigation system during a spine procedure using fluoro. The surgeon was aware of the inaccuracy and did not abort the use of navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.